Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while on ilet therapy. Severe hypoglycemia represents acute neurologic impairment requiring emergency medical intervention and is consistent with the reported ems involvement and hospital monitoring. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts impacting insulin delivery and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hypoglycemia on the reported event date. The ilet appropriately reduced and suspended insulin delivery in response to falling and low glucose values. Cgm sensor errors were observed before and during the event, suggesting a potential issue with cgm input. Additionally, the user reported multiple meal announcements within a short time frame at elevated glucose levels, and it is unclear if carbohydrate intake matched the announced meals. Based on available information, the event was attributed to use-related factors and potential cgm-related issues contributing to excess insulin delivery and subsequent hypoglycemia, and no device malfunction associated with the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 17-mar-2026, it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 26 mg/dl, resulting in loss of consciousness and hospitalization. The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, monitored, and discharged on (B)(6) 2026. No long-term health effects were reported.